Manufacturer narrative:
Concomitant medical products: product ID: : lpa1200m-52, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was near syncope and had a heart rate in the forties, which is below the cardiac resynchronization therapy defibrillator (crt-d) lower limit. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.